Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit would not power up. The customer reported that there was no patient involvement.

Manufacturer narrative:
Fse replaced the backup battery to address the reported problem. Unit passed extended self-test (est successfully. The ventilator is ready for patient use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Manufacturer narrative:
The fse also replaced the power supply to address the reported problem. Failure investigation (fi) lab received the power supply for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. Fi technician tested the power supply in the fi test ventilator and the ventilator shut down when ac was applied. The power supply was attached to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of the c56 was monitored, which revealed the voltage was dropping below the threshold voltage, approximately 8.5 volts, required to initialize u8. The c56 capacitor signal was dropping to 7.36v. The failure of c56 prevented the power supply from operating on ac power. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to the c56 capacitor signal was dropping to 7.36v which prevented the power supply from operating on ac power.